Manufacturer narrative:
Additional information was received on 11/7/2019. When the device was explanted, bilateral prosthesis replacement with 550cc mentor memorygel breast implants was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/12/2019. Device evaluation summary: according to the reported information the patient experienced a deflation of the breast implant. During evaluation of the sample, a crease was observed running from the anterior to the posterior view. Leak testing revealed a tear measuring approximately 0.1 cm on the posterior view with an area of shell abrasion. No other anomalies observed. Shell abrasion suggests being in-vivo folding or creasing of the device. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis and experienced right sided deflation post procedure. As a result, the explant was performed on (B)(6) 2019.